Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation

Event description:
It was reported that the reservoir of this inflatable penile prosthesis had migrated out of the space of retzius and was just outside of the inguinal canal. The reservoir was removed and a new reservoir was placed in a new position. There were no patient complications reported.